Event description:
In 2007. I got lasik surgery. I was given tobradex as a steroid to use for a few days after surgery, along with a eye drop for moisture. I have since developed a cataract, non-age related cataract. I was informed that it was right in the center of my eye, that it was not there before the surgery. Apparently, this type of cataract is sometimes caused by steroid use, trauma, or diabetes. I have only used steroids prescribed for use in this treatment after lasik surgery. It is my left eye, and will not require lens replacement in that eye. I am not familiar with the equipment that was used in this surgery, so I do not know if there is any relationship to my cataract to the actual surgery, or to the medications prescribed. Dose or amount: 1 drop. Frequency: 4x per day. Route: ophthalmic. Dates of use: eight days in 2007, 1 week. Diagnosis or reason for use: lasik surgery.